Manufacturer narrative:
Additional information: the light scatter preamplifier board was returned to beckman coulter for evaluation and testing revealed no issues. The returned light scatter preamplifier board passed all tests.

Event description:
A field service engineer (fse) from beckman coulter was at a site performing routine preventative maintenance on a lh750 instrument when a light scatter board failed. He replaced the board and verified instrument performance. There were no erroneous patient results attributed to this event.

Manufacturer narrative:
Failure mode is related to the light scatter board. Upon recur, this failure mode could cause erroneous diff and or retic results due to counting / sizing error or measurement error. (B)(4).